Event description:
Customer reported a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm besides that she had gone through airport security. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. Insulin pump received with missing segments due to cracked lcd zebra connector. Insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratches and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.